Manufacturer narrative:
The zoll platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During a shift check, it was reported that the autopulse platform (s/n: (B)(4)) displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) error message. There was no patient involvement reported.

Manufacturer narrative:
The reported event was confirmed based on the functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to defective load cells. Functional testing of the platform during initial power up revealed a (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the display screen. It was indicated that the load cells were defective. Following replacement of the load cells, the platform was further tested and passed all functional testing criteria including the load characterization check. The platform operated using a light resuscitation test fixture with continuous compression without errors and met all required specifications. Review of the archive data confirmed the reported (ua) 7 (discrepancy between load 1 and load 2 too large) error message. Additionally, visual inspection of the platform found damage on the front enclosure. This observation was unrelated to the complaint. The front enclosure was replaced. The autopulse platform is a reusable device and was manufactured in 13 nov 2008. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).